Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received low battery and failed battery alarm. The customer states their blood glucose level had been 457 mg/dl. The customer treated the high with the pump. The customer states they had received replacement battery cap but the issues persist. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low battery alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.